Event description:
Patient underwent planned cystoscopy and turp. Following insertion of the resectoscope and initial utilization, provider noted concern that tip of instrument was not functioning properly. Instrument removed and discovered tip of instrument broke off. Broken piece successful removed from patient without complication. No retained foreign objects. No harm to patient. Transurethral resection of the prostate (turp).